Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized to place the pd catheter, and eight days later experienced peritonitis. On an unspecified date, the patient was treated with ancef (1g, once daily) and gentamicin (80mg) for peritonitis. On an unspecified date, the patient recovered from peritonitis. At the time of this report, the pd catheter was removed, and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). E1: initial reporter postal code - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.